Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the implantation of intraocular lens (iol), lens optic crack. Initially after implantation, the physician thought as fold but post surgery crack can be seen clearly.

Manufacturer narrative:
A video was provided that started with the lens in the eye. A crack can be observed, which appears to be on the anterior surface. There also appears to be damage at the optic edge. This damage appears to be a scrape and two small cracks or scratches. The damaged edge is located in line with the crack. This may indicate a plunger override occurred. No other determination can be determined from the brief video. Associated products were not provided. It is unknown if qualified products were used. A determinant for the damage could not be made because the video did not show the lens/cartridge preparation or the lens delivery. The observed damage may indicate a plunger override occurred during the lens advancement. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination the manufacturer internal reference number is: (B)(4).